Manufacturer narrative:
The subject device was returned. The evaluation confirmed the device displayed no image. The cable was cut and defective. Additionally, the rear cover (UDI) label was faded. The device was repaired to standard specifications and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a demonstration, the 4k autoclavable camera head was not displaying any image and the color bars did not come up on the screen. No patient involvement was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the break in the cable led to communication between the processor and the camera head impossible. The cable break is considered to have been caused by user handling. This issue is addressed in the instructions for use (IFU): "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Manufacturer narrative:
This supplemental report was submitted to provide additional information from customer to MDR# 8010047-2020-00804. The account supervisor at the user facility further reported there were no other error codes displayed or any alarms that may have occurred. No physical damage to the camera head end, the connector or the cable, no kinks or coils and the device did not sustain a deep impact. The investigation is ongoing; however, if additional information becomes available, this report will be supplemented accordingly.